Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump alarmed, and the patient was not sure of the reason, so the patient powered the pump off. Per reporter, the pump had been powered on, the pump settings (res vol 10.3 ml, cont rate 2.2 ml/hr, vol given 90.7 ml) were reviewed, and an attempt had been made to restart the pump, but it alarmed ¿no disposable pump won¿t run.¿ the alarm was silenced, and the pump was powered off. The patient was redirected to the clinic for further instructions. The event occurred while in use with a patient at the patient's home. No patient harm/adverse event reported.

Manufacturer narrative:
D3: no product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. The service history review had no indication that the complaint was related to a service of the device within the review period.